Event description:
A complaint was received that reported the meter is reading "lo" (less than 10 mg/dl), 34 mg/dl and then "err". While on the phone a review of the operation of the system was conducted. It was learned that the display was visually defective in that portions of the display were missing. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.